Manufacturer narrative:
Per the facility "the 27g needles are not dispensing all medication before it stops working, so the doctors are having to inject the patient more than once to give the full dose". No additional information is available at this time. A sample was returned for evaluation, but a definitive root cause could not be determined as the complaint could not be confirmed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the facility "the 27g needles are not dispensing all medication before it stops working, so the doctors are having to inject the patient more than once to give the full dose".